Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed 4 and a half years remaining longevity. Boston scientific technical services (ts) discussed that the device showed to be using 141% power consumption which would be right since patient in atrial fibrillation (af) 100% of time. Also, the outputs were set to 3 and 3.5 volts in both competitor leads. Moreover, boston scientific technical services (ts) discussed continued monitoring and if there is an acute change in the longevity and then suggested to do a data analysis. As of this time, the device remains in service. No adverse patient effects reported.